Event description:
Customer reported that there was frayed raytec found in pack. No harm to the patient no delay to case. Defective product was removed from the sterile field, and sterile product was opened from supply. The frayed raytec was contained within roi cps, llc custom kit 88013702 (lap chole-okc) lot number 80689u.